Event description:
A pt (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected on (B)(6) 2010 with 2.0ml of coaptite (lots 1018439 and 1019527). The pt required foley catheter placement prior to leaving the office, after the coaptite injection procedure. The catheter remained in place until (B)(6) 2010; ae severity was mild.

Manufacturer narrative:
Additional info for sections: catalog# 8005p10, lot# 1019527, expiration date: 06/2013. Implant date: (B)(6) 2010. Manufacture date: 06/2010. This event was reported in the interim post-approval study status report for PMA p040047, (B)(6) 2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lots 1018439 and 1019527 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.